Event description:
It was reported that patient was explanted due to an unknown infection. It was indicated that patient would probably be re-implanted in the next 6 months after antibiotic treatment. It was added that patient experienced symptoms of burning sensation and pain. The patient's status was undetermined at the time of the report.

Manufacturer narrative:
Product ID 3888-33, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead product ID 3888-28, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead product ID 37082-20, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type extension product ID 37081-60, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type extension product ID 3888-33, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).